Manufacturer narrative:
Additional information: multiple attempts were made to get clarification about the lot number, however no further information is available and the mre could not be performed. If clarification is received in the future, the mre will be completed and a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent primary breast augmentation with 300cc mentor memorygel breast implants and experienced baker grade iii capsular contracture on the left side postoperatively. The capsular contracture was confirmed with a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.